Event description:
Boston scientific received information that the patient implanted with this device was lost to follow up. A recent interrogation displayed that the device declared elective replacement indicator (eri), with a battery voltage of 2.58 volts and a charge time measurement of 24.3 seconds. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.